Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the device would not bolus. Device had a blank display. Customer's blood glucose was unknown. Customer's father was unable to troubleshoot at time of call due to the device was not present. Customer will not be returning the device for analysis.